Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off as the adhesive did not stick and the patient did not notice when it fell off, due to this issue she experienced diabetic ketoacidosis. Therefore, they tried to treat it with multiple daily injection, but on (B)(6) 2022, the patient went to the emergency room and was subsequently hospitalized due to high blood glucose level (over 400 mg/dl at the time of event). She also experienced a heart attack and had high ketone level which was not assessed as dangerous/life threatening by the healthcare professional. Moreover, the infusion had been used for three days. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. Previously, the patient faced the similar issue ten times where the infusion set fell off during use at night and the earliest of them occurred on (B)(6) 2022, due to which the patient experienced high blood glucose level which they tried to treat with correction bolus via pump, correction injection and even changed the infusion set. Reportedly, she used a skin tac on the area of insertion to aid the adhesive. The infusion set had been used for 1-2 days. Further, they replaced the infusion set and insulin was resumed successfully. No further information available